Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a controller exchange and returned the device to the manufacturer for evaluation. The batteries were exchanged however, they were not returned to the manufacturer for evaluation despite multiple attempts to obtain them. There was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned controller (B)(4) passed external visual examination and functional testing. However, electrolyte leakage material was found on the negative terminal of nickel metal hydride battery, bt1, on the power board, during internal visual inspection. Bt1 was tested and found to be working properly and therefore this find is only an observation and is not linked to the complaint. The nimh battery corrosion is an incidental finding and not related to the reported malfunction. Review of the log files revealed one "critical power2' alarm activated on (B)(4) 2014 when the secondary source, ps2, battery capacity reported 0%, after reconnection to the controller. One minute later the controller received a battery capacity update of 84% and the alarm was cleared. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted. The batteries were not returned to heartware for evaluation despite multiple attempts to obtain them; the controller was returned and then subsequently sent to (B)(4) for evaluation. The batteries were not returned and therefore could not be evaluated. However, the batteries in this complaint were manufactured prior to the additional screening procedures and are not expected to provide any new information. It has been demonstrated that this issue is most likely related to a faulty internal cell pair or a communication issue between the controller and the connected battery currently being investigated. The controller passed functional testing; however, it failed visual examination due to corrosion on the internal battery leads. This failure is not the cause of the reported complaint failure and is unlikely to have contributed to the reported event. A review of the controller log files confirmed the reported power switching event and revealed the occurrence of a critical battery alarm. Applicable risk documentation and experience with events of similar circumstances were considered; inappropriate power switching events with critical battery alarms are most often attributed to corrupt communication between the battery and the controller.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Devices not returned for evaluation.

Event description:
It was reported by the patient that eleven months post hvad implantation there was loss of power to both batteries at the same time. The red alarm was seen. Four new batteries and controller were given to the patient with no patient impact or injury. The devices were not returned to heartware despite multiple attempts to obtain them.